Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 3006705815-2018-02301. It was reported the patient underwent a lead revision surgery due to lead migration. Reportedly, one of the patient's scs leads migrated down from the original placement. During the procedure the original lead was attempted to be repositioned with no success, therefore, the lead was explanted and replaced.